Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during a coronary artery bypass graft procedure. Attempts to obtain additional information from the field representative were unsuccessful. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the stylet remained stuck in the proximal segment and set screw mark was noted on the terminal pin. In addition, helix was slightly stretched. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicated that this right atrial (ra) lead was explanted. No additional adverse patient effects were reported.